Event description:
I got a tubal ligation with filshie clips and after that I have a lot of pain (joint pain, back pain, migraines, and pain on both sides of my pelvis). Anxiety, panic attacks, heavy menstrual (bleeding) with blood clots, brain fog, high blood pressure, heart palpitations, skin rashes, and the list goes on.